Event description:
During the pci, a q-wave myocardial infarction related to the procedure was observed. Revascularization was performed at mid rca using a (3.50 x 30mm) driver rx stent to treat a dissection related to the procedure. Approximately 10 months post pci, mi was confirmed in distal rca, treated by revascularization. Approximately 11 months post pci revascularization was successfully performed at mid and distal rca. A 12 month follow-up confirmed no ae. Ref 9612164-2012-00053.

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction and tvr), (the pt suffered from: stable angina pectoris, non-insulin-dependent diabetes mellitus, hypertension, hyperlipidemia and is an ex-smoker). Evaluation codes, conclusions: other (patient's condition predisposed event).

Event description:
Approximately 23 months post index procedure the patient had a target vessel revascularization of the rca using a non-medtronic stent. It was not assessed if the event was related to the study device.

Event description:
The physician successfully implanted a 3.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the distal right. Pre-dilatation took place using a 3.5 x 15mm, which resulted in 0% stenosis. During the pci, a q-wave myocardial infarction was observed and tvr was performed. Several days post-procedure, the pt was discharged from hospital and the 30 day follow-up confirmed no ae. No additional clinical sequelae were reported.